Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited far p oversensing due to migration within the pocket. No intervention was reported. The patient was in stable condition throughout.